Event description:
It was reported that the patient had a sling advance xp implanted. During ongoing use of the sling device the patient experienced urinary incontinence, which necessitated the implant of a new artificial urinary sphincter. The exact cause of the incontinence was not reported by the medical facility, but they stated it could have been that the sling slipped or that it was never functional. No patient complications were reported.

Event description:
It was reported that the patient had a sling advance xp implanted. During ongoing use of the sling device the patient experienced urinary incontinence, which necessitated the implant of a new artificial urinary sphincter. The exact cause of the incontinence was not reported by the medical facility, but they stated it could have been that the sling slipped or that it was never functional. No patient complications were reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Incontinence was found to be included as harm within product labeling. Due to the lack of product return, the clinical observations urinary incontinence could not be confirmed.